Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/19/2023 it was reported by a sales representative via email that an ar-3652ttsp fibertak rc pulled out of the implantation site. This was discovered after the anchor was implanted and the surgeon passed all the sutures through the rotator cuff and began to tie the sliding suture taps from the anchor. The case was an rcr procedure on (B)(6) 2023. The case was completed using a swivelock. Additional information received on 10/19/2023: an ar-2324kpslc peek knotless swivelock and ar-7237-7 fibertape were used to complete the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.